Manufacturer narrative:
Qc was run before and after the event with acceptable results. A field service engineer (fse) was dispatched: the fse inspected the instrument and observed dried creatinine reagent collected at the bottom of the syringe barrel. The fse replaced the mc syringe for crem which was leaking. The fse verified the precision by running patient samples and the results were acceptable. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding high creatinine (crem) results generated by the unicel dxc 800 pro synchron clinical systems on three patient samples. The original results in the range of 1.5 - 1.81 mg/dl were reported out of the lab. The specimens were re-tested and yielded lower crem results on all three samples. The results were amended. Unknown if treatment was initiated or withheld.